Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the device instructions for use (dfu) warnings, "use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that the physician severed the wire with the laser. He cut the wire in half accidentally. The case was cancelled and went to another procedure to go through the patient's back and retrieve the wire. Was the wire successfully retrieved? Yes, during the rescheduled case. No patient complications noted but they had to go to another procedure. There is no visible damage on the packaging this is inside the patient's body.